Event description:
Medtronic received information regarding an axium coil that was stretched or prematurely detached. The patient was undergoing a coil embolization procedure to treat a right posterior communicating artery (pcom) unruptured saccular aneurysm. The aneurysm max diameter was 4.1mm and the neck diameter was 2.9mm. Blood flow was normal. Vessel tortuosity was moderate. It was reported that the devices were prepared and catheter was flushed continuously per the instructions for use (IFU). The catheter was inspected and tested prior to use with no issue reported.  There was resistance during delivery of the axium coil in the distal end of the echelon 10 microcatheter. It was noted that the catheter tip was found to have fallen off during delivery of the coil and leak was observed. Additionally, the coil stretched and detached prematurely. Despite report that the catheter had resistance, the site noted that there was no friction or difficulty during delivery of the coil. The physician did not reposition or attempt to detach the coil. The physician did not rotate the delivery pusher and the pusher was not bent or broken. All system parts were removed and replaced to complete the procedure. No additional surgical or medical intervention was required. There was no harm or injury to the patient.

Manufacturer narrative:
Continuation of d10: product ID apb-1-4-3d-es (227969706); product type: ; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: the echelon-10 micro catheter was flushed, water exited from puncture and distal tip. One in house silverspeed-14 guidewire was able to pass through the echelon-10 micro catheter hub and subsequently through the inner lumen; however, exited puncture at distal tip. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.